Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes exit block and blood inside the insulation possibly due to a nick on the lead.